Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 94mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
All buttons functioned properly during testing. However, insulin pump had a corroded keypad traces during visual inspection. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip, cracked case on display window corner, minor scratches on lcd window, scratches reservoir tube window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.